Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that a significant decrease in battery life to 10 months was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The report event of premature discharge of battery was confirmed. The device was above elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be premature. The cause of rapid battery depletion was found to be due to high current draw in the hybrid. The cause of the high current draw could not be determined.